Event description:
During a trial stimulation, there appeared to be a short circuit between "stim a" - 1+ and "stim b" - 1+ and "stim a" - 1 - and "stim b" - 1 -. The case was continued using only one stim channel and after completion of the case, a measurement was made via a commercial ohmeter which confirmed that the 2 stim channels were shorted together. Upon instruction facility turned off power - repowered up and the short disappeared.